Manufacturer narrative:
Report date: 13feb2019. Date received by manufacturer: 12feb2019. Conclusion / root cause: the customer complaint of ¿primary alarm failed (e/c 1102)¿ was confirmed. Speaker voice coil is open. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11feb2019. (B)(4). No phone number provided. The manufacturer¿s international fi service technician confirmed the reported primary alarm issue. A credit was authorized for failed device.

Event description:
During further investigation (fi), the fi service technician discovered and primary alarm failed - e/c 1102 error code. There was no patient involvement. Event date not specified; estimate used.